Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. It consisted of a 14.5 fr palindrome catheter with slots, 23cm implant length, 40cm overall length. The sample presented signs of use. After a visual inspection, a cut/hole was found approximately 1 cm above the felt cuff on the tubing of the catheter. As per the instructions for use, it is necessary to visually inspect the device before using it. Do not use the catheter if it appears damaged or defective. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to nicks, excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for approximately 3 years and 10 months. The most probable root cause can be due to the improper use of sharp objects. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that they had a patient go for a catheter rewire yesterday. His cuff was found to be exposed on (B)(6), but then retracted back under his skin. About the same time he also developed quite a significant amount of bleeding from around his catheter. When his old catheter was removed yesterday the radiologist discovered it had a small cut in it about a centimeter or so below the cuff, but still under the patients skin. It was on the venous side of the catheter. The catheter was replaced. This patient had this catheter since (B)(6), 2011. No patient injury.

Manufacturer narrative:
Submit date: 02/04/2015.an investigation is currently underway, upon completion the results will be forwarded.